Event description:
A customer observed tsh outlier results on multiple patient samples. The biased results were not reported. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that qc results were acceptable. Repeat testing showed repeatable results in the normal range. The issue was noted on multiple samples, across multiple reagent lots. Datalogger analysis did not reveal any error codes. The root cause of the event is unk.